Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found in the package of the hood. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found in the package of the hood. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, it was confirmed that foreign material was in the sterile pouch, however, the sterile pouch was received opened from the user facility, therefore it could not be confirmed if the debris was found in the sterile packaging before or after it was originally opened.

Manufacturer narrative:
The lot number of the device was received.

Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found in the package of the hood. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.